Event description:
It was reported that during deployment in the rca, only the proximal portion of the balloon inflated (the balloon under the stent did not appear to be inflating) at unknown atms. Following this event, multiple attempts to deflate the balloon were unsuccessful. The physician then inflated the balloon unit it ruptured at an unknown pressure. The stent was deployed at this time. The stent was then post dilated and the procedure ended. Reportedly, the pt tolerated the procedure well.

Manufacturer narrative:
Evaluation summary: qa analysis of the returned device revealed a pinhole rupture in the balloon. The c-flex was torn and stretched. Quality engineering determined that the root cause of this incident is possible mechanical damage to the balloon, coupled with potential over pressurization of the balloon. It is likely the balloon ruptured under the c-flex creating the abnormal inflation. The inability to deflate the balloon may have been the result of the ruptured balloon collapsing over the deflation lumen, preventing the contrast from escaping. Quality engineering has determined that no corrective action is warranted at this time. Quality engineerng will continue to monitor this issue. A review of the device mfg records did not reveal any non-conformities. As part of co's mfg and quality process all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the qa dept.